Event description:
A pump issued an altitude alarm, prompting the customer to suspend insulin. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove obstructions from the speaker holes and clean them, but the attempts to resume insulin using the current cartridge were unsuccessful. The customer was advised to load a new cartridge when ready and provided with tips to prevent future altitude alarms. The customer understood and acknowledged the guidance.